Event description:
User received erroneous ise results for multiple pt samples. The following 4 pt examples which were provided which were discrepant. Initial potassium result was 6.3. This result was accompanied by a data flag notifying the user the result was greater than the reference range. The same sample was repeated twice giving 5.8 and 4.2 mmol per l. None of the erroneous results were reported to the physician and the pts were not adversely affected. The field service representative found a small leak in the ise block between electrodes, and cleaned and checked blue seal between electrodes, checked all pinch valves and ise tubing. He removed cleaned and checked ise mixing vessel, checked 2 o-rings and replaced reference electrode and pump tubing. Ise calibrations and controls were run to verify analyzer performance, with all results within specification.

Event description:
User received erroneous ise results for multiple pt samples. The following 4 pt examples were provided which were discrepant. Initial potassium gave 4.3; repeat gave 3.7 mmol per l. None of the erroneous results were reported to the physician and the pts were not adversely affected. The field service representative found a small leak in the ise block between electrodes, and cleaned/checked blue seals between electrodes, checked all pinch valves and ise tubing. He removed cleaned and checked ise mixing vessel, checked 2 o-rings and replaced reference electrode and pump tubing. Ise calibrations and controls were run to verify analyzer performance, with all results within specification.

Event description:
User received erroneous ise results for multiple pt samples. The following 4 pt examples were provided which were discrepant. On (B) (6)2009: initial potassium result was 6.2 which was accompanied by a data flag notifying the user the result was greater than the reference range. The sample was repeated and gave result of 4.2 mmol per l. None of the erroneous results were reported to the physician, and the pts were not adversely affected. The field service representative found a small leak in the ise block between electrodes, and cleanes/checked blue seal between electrodes, checked all pinch valves and ise tubing. He removed cleaned and checked ise mixing vessel, checked 2 o-rings and replaced reference electrode and pump tubing. Ise calibrations and controls were run to verify analyzer performance, with all results within specification.

Event description:
User received erroneous ise results for multiple pt samples. The following 4 pt examples were provided which were discrepant. On (B) (6) 2009: initial sodium result 126 and was accompanied by a data flag notifying the user the result was less than the reference range. The initial result did not match past results on this pt so, the sample was retested, giving a result 141 mmol per l. None of the erroneous results were reported to the physician, and the pts were not adversely affected. The field service representative found a small leak in the ise block between electrodes, and cleanes/checked blue seal between electrodes, checked all pinch valves and ise tubing. He removed cleaned and checked ise mixing vessel, checked 2 o-rings and replaced reference electrode and pump tubing. Ise calibrations and controls were run to verify analyzer performance, with all results within specification.